Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shuts down while the customer is outdoors in cold weather. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain the customer's information and complete troubleshooting. However, no additional information was provided.